Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found broken tube extension at the proximal clevis; as a result, the proximal clevis was dislodged. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis investigation also found the following unreported damages: the pad printing was removed from the tube extension. In addition, the banana plug was bent. The plug was bent at the backend of the housing. The electrical continuity test was performed and passed. No other damage was found. Failure analysis concluded that the pad printing removal and the bent banana plug were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of the pad printing removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur. Customer reported complaint of orange insulation is cracked and peeling back is replicated/confirmed. Instrument tube extension is broken. Tube extension is broken at the proximal clevis. Due to this proximal clevis is dislodged. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. Additional observation not reported by site is that the instrument tube extension is pad printing removed. Evidence not conclusive, but pad printing removed damage may be due to likely mishandling/misuse. Additional observation not reported by site is that the instrument banana plug is bent. Plug is bent at the housing back end. Electrical continuity passed. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. Additional observation is that flush tube was not kinked. Distal end of main tube did not exhibit fissure upon inspection. One use left. No other damage found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the insulation on the monopolar curved scissors instrument was cracked and peeling back. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.